Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, pre-stented with a 34 mm stent, the patient showed good coronary perfusion. Following the procedure, the patient's saturation was low, but an electrocardiogram (ECG) showed no clear signs of coronary occlusion, and the patient did not experience any thoracic pain. Therefore, the low saturation was attributed to re-perfusion syndrome. During the night the patient's condition worsened, exhibiting clear signs of left ventricular ischemia. A coronary angiography was performed, showing sub-occlusion of the left coronary ostium believed to be caused by compression due to the stented conduit. A coronary stent (manufacturer unknown) was placed in the ostium successfully restoring vessel patency. The patient was then placed in assisted circulation, but the left ventricle did not recuperate functionality. It was the opinion of the proctoring physician that the occlusion may have been due to the fact that the stiff guidewire (non-medtronic) altered the position of the pulmonary artery somewhat, keeping it further away from the ostium than normal position, and once the guidewire was removed, it moved back in its place, in contact with the ostium. Consequently, a week after implantation, the patient underwent a surgical operation for heart transplant. The procedure was successful, and there were no adverse patient effects. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).